Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they were hospitalized due to hyperglycemia as well as site issue on (B)(6) 2018. The customer blood glucose level was 950 mg/dl. The customer was treated with insulin drip and antibiotic intra venous fluids. Customer declined to troubleshooting for high blood glucose value. Customer was hospitalized per infection and did receive intra venous fluids to lower high blood sugars. Customer did not experienced diabetic ketoacidosis. Customer stated that the site issue due to the infusion set. The device will not be returned for analysis.